Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an overstimulation sensation. It was noted when the patient was grocery shopping, they turned up their stimulation to 10 and went ¿whoa.¿ it was noted the patient turned the stimulation down. It was stated the patient had ¿pins and needles feeling¿ in their feet which started one month prior to report. It was noted it occurred when the patient was sitting and elevated their legs over the love seat. It was noted that even after the patient stopped doing that, they still had pins and needles in their feet.